Manufacturer narrative:
D10 concomitant products: unegiatri, unknown egia tri staple (lot#:unknown), unegiatri, unknown egia tri staple (lot#:unknown), egiaustnd, egiaustnd endogia ultra univ std stap (lot#:p4a1224) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic low anterior resection procedure, after firing the first reload on the bowel, the deployed staples stayed on the reload. A second reload was then fired outside the patient's cavity to check the device and it was able to function well. Three additional reloads were then consecutively fired successfully in the patient's bowel. Afterwards three more reloads were fired, but the staples were not smoothly deployed; the surgeon needed more force than usual. New reloads were used with the same handle to resolve the issue. There was no patient injury.